Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. The manufacturing records couldn't be reviewed as the batch number is unknown. Investigation summary: the product was returned for evaluation. A visual inspection was conducted on the returned. Upon visual analysis of the returned product revealed that one opened sample product code sxpp1a301 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips and has a side of the fixation tab broken. It should be noted that a 100% inspection is performed via an automotive vision system to ensure the tab is present and complete during manufacturing. To avoid this type of damage, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Trade name - stratafix¿ active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g/m

Event description:
It was reported that a patient underwent a total gastrectomy on (B)(6) 2021 and barbed suture was used. Before use on patient, it was noted the fixation tab had broken in half. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips and has a side of the fixation tab broken. There are no patient consequences reported. No additional information was provided.